Event description:
The suture which connects t1 and t2 broke during a medial meniscal repair and the t's of first device were left in the knee capsule. The surgeon then used a second device attempting a contralateral portal approach. The t1 and t2 anchors were deployed successfully but the suture broke when it was drawn to close the menisical tear. The suture was cut free of the anchors and the anchors were left in the knee capsule. Additional fast-fix devices were used to finish the procedure successfully. No patient injury or complications were reported due to this event.